Event description:
It was reported that the patient's implantable pulse generator (ipg) was not taking a charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred (B)(6) of 2020.